Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-00263.

Event description:
The patient was undergoing a coil embolization procedure in the middle meningeal artery using penumbra smart coils (smart coils), a non-penumbra microcatheter, a non-penumbra guide catheter, a guidewire, and a y connector. During the procedure, the physician placed a smart coil in the target vessel using the microcatheter. Next, the physician removed the pusher assembly of the smart coil and noticed a foreign object was in the rotating hemostasis valve (rhv). The physician then decided to remove the rhv. Upon removal of the rhv, the physician noticed that the foreign object was approximately three centimeters of the end of the pusher assembly of the smart coil. Afterwards, the physician continued the procedure using a second smart coil and the same microcatheter. While advancing, the second smart coil through the microcatheter, the physician experienced resistance. Therefore, the smart coil and the microcatheter were removed. The procedure was completed using three new smart coils and a new non-penumbra microcatheter. There was no report of an adverse effect to the patient. It was also reported that after the procedure on the back table, the physician flushed the first microcatheter and inserted a guidewire and found no foreign objects inside the microcatheter.

Manufacturer narrative:
Evaluation of the first returned smart coil revealed that the distal detachment tip was fractured off the distal shaft of the pusher assembly. This was likely the reported foreign object identified in the complaint. If the smart coil is forcefully retracted against resistance, damage such as this may occur. The root cause of resistance during the procedure could not be determined. Further evaluation revealed that the pet lock was separated on the proximal end of the pusher assembly and the pusher assembly had kinks. The pet lock separation was a result of the smart coil detachment. The pusher assembly kinks may be incidental to the complaint. Evaluation of the second returned smart coil revealed offset coil winds. If this introducer sheath is not aligned properly within the hub of a parent microcatheter prior to advancement, the embolization coil may begin to take shape within the hub and resistance may be experienced during advancement. Forceful advancement against this resistance likely contributed to the offset coil winds. During functional testing, the smart coil was able to advance through its introducer sheath with resistance but was unable to advance through the hub of a demonstration microcatheter due to the offset coil winds. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-00263 h3 other text : placeholder.